Event description:
Per the clinic, the patient experienced persistent non-auditory sensation throughout the head and high-pitched tinnitus with and without stimulation from the implanted device, head heaviness and intermittent episodes of dizziness (vertigo) since (b)(6)2026. The patient was admitted to the hospital on (b)(6)2026 for evaluation of these symptoms. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.